Event description:
It was reported that the balloon would not inflate during use on a patient. It was noted that when the doctor tried to inflate the balloon, the balloon did not inflate normally. As a result, a new device was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of balloon would not inflate in use is not confirmed. The balloon inflated as per specifications during the investigation. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon would not inflate during use on a patient. It was noted that when the doctor tried to inflate the balloon, the balloon did not inflate normally. As a result, a new device was used. There was no report of patient complications, serious injury or death.